Manufacturer narrative:
Device history record was not reviewed as device serial number not available after multiple requests for information. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm magna mitral valve implanted for approximately 5 years underwent a valve-in-valve procedure due to severe valvular deterioration and stenosis. Patient presented with chf exacerbation. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient was transferred to recovery without issue. The procedure was tolerated well without complications.